Manufacturer narrative:
72401850, 533550019, ams 700 accessory kit. 72404156, 525222019, reservoir 100 ml pc/iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to implant would not properly inflate. Physician suspected there was a leak in the system. Physician noted air in pump and suspected the quick connector failed. No adverse patient effects.